Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab. The pt was moved to the cardiac care unit and five hrs after the iab was inserted into the pt, the rn noticed blood in the tubing. The datascope pump was put in standby and the iab was removed. The pt was hemodynamically stable and did not require another iab insertion. There was a small hematoma reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.